Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump inappropriately suspended due to a sensor glucose of 60 mg/dl despite a blood glucose within the 100 mg/dl range. Troubleshooting was declined and the customer will monitor the sensor inaccuracy and her blood glucose readings. No products were shipped or returned.